Event description:
It was reported that during a hepatectomy procedure, after the firing, the jaw would not open. The doctor pulled the device out forcibly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.